Event description:
The customer reported that the insulation was peeling off from the retracting wires of the jaw area. Nothing fell in pt cavity and no pt injury occurred.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.